Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence of the hernia due to failure of the mesh and pain. Treatment provided for these conditions include revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh,induration sand erythema, panniculus, elevated white blood cell count infection, foul-smelling pus, abscess, open wound, dense adhesions, mesh not incorporated significantly to the wall, necrotic tissue and pain. Treatment provided for these conditions include revision surgery, laparoscopic repair of ventral hernia using parietex mesh, removal of mesh, biopsy of peritoneal nodules, incision and drainage with debridement of infected abdominal wall including the entire panniculus, three small bowel resections, primary anastomosis, temporary trauma membrane closure and wound vac

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, infection, abscess, open wound, dense adhesions, mesh not incorporated significantly to the wall, and pain. Treatment provided for these conditions include revision surgery, incision and drainage with debridement of infected abdominal wall, removal of mesh, three small bowel resections, primary anastomosis, temporary trauma membrane closure, wound vac, and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient, device, and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, induration sand erythema, panniculus, elevated white blood cell count infection, foul-smelling pus, abscess, open wound, dense adhesions, mesh not incorporated significantly to the wall, necrotic tissue, emotional distress, and pain. Treatment provided for these conditions include revision surgery, laparoscopic repair of ventral hernia using parietex mesh, removal of mesh, biopsy of peritoneal nodules, incision and drainage with debridement of infected abdominal wall including the entire panniculus, three small bowel resections, primary anastomosis, temporary trauma membrane closure and wound vac.

Manufacturer narrative:
Correction: b5, h6 (added patient and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, induration, erythema, panniculus, elevated white blood cell count infection, foul-smelling pus, abscess, open wound, dense adhesions, mesh not incorporated significantly to the wall, necrotic tissue, emotional distress, nodule, and pain. Treatment provided for these conditions include revision surgery, laparoscopic repair of ventral hernia using parietex mesh, removal of mesh, biopsy of peritoneal nodules, incision and drainage with debridement of infected abdominal wall including the entire panniculus, three small bowel resections, primary anastomosis, temporary trauma membrane closure and wound vac.